Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The customer-supplied data revealed two levels of troponin quality control (qc) were performed. Both levels of qc were within the laboratory's established ranges between (B)(6) 2013. A calibration, performed on (B)(6) 2013, passed within specifications. The patient's sample was collected in a becton dickinson (bd) heparinized plasma tube. A definitive cause of the event could not be determined with the available information.

Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni used in conjunction with the unicel dxc 860i synchron access clinical system and access accutni calibrator. The original sample, collected at 12:00 hours, produced an initial result of 0.26 ng/ml (ug/l) and was released out of the laboratory. As a result, the patient was held overnight at the hospital. It is unknown if any treatment was given to the patient. There has been no report of current patient outcome. The physician questioned the result as the value did not align with the patient¿s other troponin I results. Subsequent analyses of two of the patient¿s newly collected samples (at 18:00 and 19:00 hours), analyzed on the same instrument, produced normal results of 0.01 ng/ml (ug/l) and 0.01 ng/ml (ug/l), respectively. Since these values did not correlate with the original result, the customer re-centrifuged and reanalyzed the original sample and obtained a result of <0.01 ng/ml, which was in line with expectations. The customer indicated quality control was within specifications at the time of the event.